Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient couldn't hold their urine at all for the last two weeks to a month. The patient was having to run to the bathroom after they drank something. It was reviewed that the ins battery may have reached end of service based on age of implant. It was additionally reported the patient programmer wouldn't sync with the antenna attached, but it would sync without the antenna attached. The patient was on program 2 at 5.0 and increased the stimulation to 6.0 volts. The patient was going to see if their symptoms improved. No further complications were reported or anticipated. Additional information was received from the patient. They reported that patient was able to connect and she got the message a power on reset ( por). Patient has an appointment with their health care provider by the end of july. No further complications were reported/anticipated at this time. .

Manufacturer narrative:
H1: event no longer reportable for serious injury, the report of urinary tract infection/hospitalization removed after review by medical review and technical facilitator. It was deemed that these reports fit the inclusion criteria to be ruled out, there was no allegation of causality by the device/therapy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that patient was able to connect and she got the message a power on reset ( por). Patient has an appointment with their health care provider by the end of july. No further complications were reported/anticipated at this time. .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient couldn't hold their urine at all for the last two weeks to a month. The patient also stated they had a urinary tract infection which hospitalized the patient about 2-3 months prior to the report. The patient noted they had another urinary tract infection and just finished their prescription. The patient was having to run to the bathroom after they drank something. It was reviewed that the ins battery may have reached end of service based on age of implant. It was additionally reported the patient programmer wouldn't sync with the antenna attached, but it would sync without the antenna attached. The patient was on program 2 at 5.0 and increased the stimulation to 6.0 volts. The patient was going to see if their symptoms improved. No further complications were reported or anticipated.